Event description:
It is reported that the inner plastic container was damaged.

Manufacturer narrative:
Evaluation summary: a training visual was developed to make operators aware of effects of prolong heat of the product in the shrink heat tunnel. Four remaining items were inspected and found to be conforming. Appears to be an isolated instance. Evaluation: the complaint device was returned with both inner/outer cavities being warped/deformed and both tyvek seals being broken. It is likely that the operator let the carton sit too close to the shrink heat tunnel causing only one side of the carton to be affected by the heat. Device history records indicate device manufactured to specification.